Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colon surgery. While cutting the sigmoid colon the device clamped on tissue. The cartridge was unable to be removed from the stapler and after cutting the sigmoid colon the jaws kept clamping on the colon unable to open. In order to complete the case the surgeon sutured the tissue, cut the stub of the sigmoid colon, and removed the cartridge. The surgical time was extended more than 30 minutes due to the product problem. The patient is alive, no injury.